Manufacturer narrative:
Referring to the product inquiry the lag screwdriver gamma3® is the only reported device and considered the primary product. A review of the device history records / inspection records for the reported lag screwdriver revealed no discrepancies; the device was documented faultless prior to distribution. The damage pattern indicates that the instrument was operated in counter-clockwise direction (unscrewing / most likely during extraction process) under high torsional force application whilst the prongs were bent resp. 1 prong broke. Appearance of the tips of the remaining prongs suggests that they were not entirely engaged into the corresponding slots of a lag screw whilst the prongs have been deformed. A check with a sample lag screw guide sleeve revealed that the tip of the lag screwdriver does not fit through the sleeve due to a considerably bent prong. If the lag screwdriver would have been used in combination with the corresponding sleeve, it would not have been possible to pull it out of the sleeve any more due to the bent prong. Thus, it can be concluded that unscrewing (most likely extraction) of the lag screw was carried out without using the lag screw guide sleeve, which is not intended according to the operation technique. Operating the lag screwdriver without the lag screw guide sleeve leads to force transmission without stable guidance. In case of intended use such damage would not have occurred. Malfunction is usually found during functional check which is required per the IFU. In case of any deviation it is realized prior to use. Timely functional check ensures that spare parts can be supplied within appropriate time. Pre-supposing that fully function of the lag screwdriver was confirmed by a pre-operative check it can be concluded that the damage presented occurred during intra-operative procedure. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but is rather user related (deviation from surgical technique). Review of complaint history, CAPA databases, risk analysis and the labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Prong of the screw driver broke apart.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Prong of the screw driver broke apart.